Manufacturer narrative:
(B)(4). The event of feeling sick was amended by the reporting physician to the common cold. On (B)(6) 2011, the patient was transferred to the hospital by ambulance and diagnosed with common cold. During hospitalization, an unspecified IV solution was administered. On (B)(6) 2011, the patient was discharged. Dianeal-n pd-4 1.5 therapy was unchanged and ongoing. Medical history also included cardiac failure. The physician stated that the event was non-serious and unrelated to dianeal-n pd-4 1.5.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's investigation or if any additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The software version is unknown at this time.

Event description:
Baxter (B)(4) received a call on (B)(6) 2011 from a patient's family member who reported that the patient felt sick during peritoneal dialysis therapy and was transferred to the hospital by ambulance. There was no allegation of any device malfunction.